Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-1163 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the first clip detached from the catheter inside the patient before opening. The physician got a second clip and it opened but it would not close nor do anything else. The physician completed the procedure with a third of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The product was returned for analysis. Upon investigation, it was found that the clip assembly was half deployed and there was a kink in the control wire near the handle. The bushing was located just outside the over sheath. The clip assembly was deployed and not returned with the device. The yoke was still attached to the control wire and was deployed as designed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use based on the direction for use "precaution(s) prior to use" statements. Without the clip assembly no further investigation can be done. A review of the design history record showed the lot to be manufactured in accordance with the dmr.